Manufacturer narrative:
(B)(4): the customer reported that the display on the device was not working. The device was evaluated at philips. The issue was localized to a defective display assembly. Replacing the display assembly resolved the issue.

Event description:
The customer reported that the display on the device was not working.